Event description:
Customer observed an advia centaur cp hbsag result that was >1000 index but was <0.1 index upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences based on the discordant advia centaur cp hbsag result.

Manufacturer narrative:
The cause for the non-reproducible elevated advia centaur cp hbsag result is unknown. The customer reported that qc results were in range and that there were no other high hbsag sample results that day. A siemens service representative went on site and went over the system and make some changes to waste tubing and fittings due to dripping from wash around and aspirate probes, no other parts changed. No conclusions can be drawn. The limitations section of the instructions for use states: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00227 on august 27, 2014 regarding a non-reproducible reactive advia centaur cp hbsag result. October 9, 2014 - additional information. Service was dispatched to check the instrument. The field service engineer replaced multiple parts including the luminometer, wash block and wash station. Post service hbsag precision was verified and quality control material was in range. The customer monitored the assay post service and is satisfied with the performance of the hbsag assay. The instrument is performing within specifications. No further investigation is required.